Manufacturer narrative:
The actual device was returned for evaluation. The attachment device was evaluated and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the screw bearing came loose (came apart). It was further determined that the device failed pretest for visual assessment, and loctite assessment. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported that the attachment device would not lock onto the handpiece device. During in-house engineering evaluation it was observed that the screw bearing came loose (came apart). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.